Event description:
Customer reported that she experienced high blood glucose all day and it continues to rise to 400 mg/dl. Customer stated she was on her way to the hospital emergency room because she is unable to lower her blood glucose with the insulin pump and does not have a back up plan. Blood glucose value was 417 mg/dl. Customer experienced extreme thirst and frequent urination. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer removed the infusion set and the cannula was not bent or occluded. Customer called back the next day and stated that she was hospitalized. Insulin pump passed the high pressure test. Blood glucose value at the time of the dismissal was 193 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.